Manufacturer narrative:
(B)(4). Inherent risk of procedure (stent embolism <(>&<)> failure to deliver stent). Patient¿s condition affected effectiveness of device (lesion morphology) ¿ 95% stenosis with calcification. (Deformation problem) conclusion code results. Inherent risk of procedure ¿ (stent embolism <(>&<)> failure to deliver stent). Device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ 95% stenosis and calcification.

Event description:
The physician was using an endeavor resolute drug-eluting to treat a lesion in the lad. The lesion was 95% stenosed with calcification. The device was inspected prior to use with no issues noted. The lesion was pre-dilated. The device was unable to cross the lesion due to calcification. Another device was used to complete the procedure. There were no patient clinical sequelae reported. The device was returned to the manufacturing site <(>&<)> it was noted that the stent had dislodged from the delivery system. Device evaluation: the distal tip was stubbed. The stent was not present on the balloon and was not returned with the delivery system. The balloon was uninflated. Crimp/bake impressions were visible on the balloon. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).